Event description:
It was reported that sensor issue message occurred. The sensor was inserted into the abdomen on (B)(6) 2022 data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a sensor issue message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).